Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump would not power on after a low battery message. The reporter stated that two new batteries were placed in the pump without resolving the issue. This report is made because the issue was not resolved with troubleshooting. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.